Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: the 77 year old male was placed on the impella 5.5 in via the direct surgical access due to the diagnosis of cardiogenic shock and acute myocardial infarction. Prior to the support initiation he was placed on a ventilator and given inotropes and vasopressors, and noted to be scai stage e. The patient experienced suction alarms due to native underlying condition and hypotension per the physician. Additionally renal function was observed with rising creatinine labs and medical therapy (inotropes and vasoactive drips) were escalated. After 3 days of support the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae (hypotension/ renal failure): the cause of the injury was not determined due to insufficient clinical details.